Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 31 mg/dl. Customer also experienced issues with their blood glucose vs sugar glucose. Customer was advised to monitor the insulin pump and calibrate 3 to 4 times per day. Customer advised there blood glucose was very low but they did not receive any alerts. Customer treated their low blood glucose with juice and glucose tablets. Customer advised the alerts started later at night after they had treated their blood glucose and no longer were low.